Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. The screwdriver used in this case is not compatible with our screws. The compositcp® interference screws must be installed using the dedicated screwdriver (as stipulated in the instructions).

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "Although the doctor has followed the instructions when application of our tcp screw in acl operation, the head of screw (place for the driver) became widened than its original size & thus made use of driver effectless. Hence the screw was not applied".